Manufacturer narrative:
Batch review performed on 07 aug 2024: lot 2215913: (B)(4) items manufactured and released on 25-aug-2022. Expiration date: 2027-08-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 11 months from hte primary, the patient came in reporting knee instability and the cause is unknown. The surgeon upsized the poly (from 11 to 14 mm) and the surgery was completed successfully.